Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) turned off while connected to a patient. No patient harm was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer fse evaluated the unit and could not duplicate the shutdown but found error codes 111 112 and 118 in the logs. The fse replaced the executive processor board 0670 00 0770 to correct the issue. All functional and safety checks were performed and passed to factory specifications. The following was performed by the senior service technician of the maquet failure analysis and testing department wayne. The failure analysis and testing department received part number 0670 00 0770 t executive processor board serial number (B)(6) with a reported failure of screen went blank and error codes 111 112 and 118 in the error logs. The failure analysis and testing department performed a visual inspection of the part received and found that the part was in good condition. The failure analysis and testing department installed part number 0160 00 0770 t executive processor board serial number (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure (B)(4) and the cardiosave service manual number 0070 00 0639 revision r. The failure analysis and testing department operated the test fixture continuously for approximately 3 hours during which the reported failure was not observed. The executive board is being retained in the failure analysis and testing department per procedure number (B)(4). Primary root cause 1: measurements machine pcba design margins are not compatible with gpu ic. This may be associated with power and or pcie bus timing.